Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he is a cancer patient and is receiving chemotherapy. Customer stated his blood glucose was 107 mg/dl and lost consciousness. Customer stated that the paramedics were called and he was given a glucose IV, but not taken to the hospital. Blood glucose was less than 40 mg/dl. Customer stated he believes chemotherapy and activity may have contributed to the low blood glucose. Customer stated that he has other medical issues and does not blame the insulin pump for this event. No further information reported.